Manufacturer narrative:
(B)(4). Concomitant medical products: femoral head 32 mm diameter short 0 mm neck length/ pn 00902603200/ ln 63035588, unknown stem/ pn and ln's unknown, unknown cup/ pn and ln's unknown. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that patient underwent a hip revision due to pain and poly wear. The liner was worn as it had been implanted for more than 30 years. The cup, liner, and head were revised. There were no complications or delays reported.

Manufacturer narrative:
Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.